Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse removed and replaced the robot's optical port and blue fiber cable with no change. The fse removed and replaced patient side cart (psc) common compute controller (ccc), correcting the reported issue. The system was tested and verified as ready for use. Isi did receive the psc ccc involved with this complaint and performed the failure analysis. In lighthouse, error 31089, 170, 307 was found to indicate that the fault had occurred in the field. Upon visual inspection, no issue was found that would be related to the reported event. The unit was installed onto a known good system. Then system keeps faulting out, error 31089, 170, 307. The firefly optic cable on ccc ff3 was replaced with a good cable following the aba procedure. After replacement, the ccc operated as expected. As a result of these findings, failure analysis was able to conclude that the root cause of the report event was determined to be a bad firefly optic cable (ff3) in ccc psc.

Event description:
It was reported that prior to start of a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) to report error 170 on the system indicating that insufflation, energy, and vision on the tower would not be available. Before calling, the site had checked the blue fiber cables and had performed a hard power cycle, but the issue had not changed, and the system had continued to run normally for about five minutes before faulting again. The tse walked the caller through swapping the blue fiber cable ports and had tried operating the system in a single-console configuration, after which it had been determined that the problem had involved blue fiber communication between the tower and the patient cart. The site had not had another patient cart available to swap and had chosen to move the procedure to a different system. There was no patient involvement. The procedure was aborted to another dv system.